Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint was confirmed. Observed large bubble in downstream occlusion (dso) seal. The cause was the dso. Replaced dso seal, dso sensor and dso bezel. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump failed occlusion test. Occurred during testing. There was no patient involvement.